Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument with an alleged issue to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined. A log review cannot be performed at this time because there is insufficient product information provided. The lot # of the force bipolar instrument associated with the alleged issue is unknown.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair procedure, peritoneum tissue became attached to the joint of the force bipolar instrument. The surgeon explained that he uses the force bipolar instrument to create extra traction force when reducing big hernia sacks and to grip the needles while suturing, without slipping out. The surgeon further explained that the issue typically occurs approximately 1 to 2 hours into the procedure, when the wrist of the force bipolar instrument entraps tissue due to a sharp/pointed cable protruding out. The instrument is removed to avoid inadvertent damage to the tissue. In this case, the procedure was completed robotically. Although the surgeon indicated that none of his patients have been injured, it is unclear in this case how the surgeon was able to remove the peritoneum tissue that was entrapped to the joint area of the force bipolar instrument.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer emailed about a general complaint with this instrument design. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. The probable root cause is over-rotation of the grip, which causes the grip to dislodge allowing tissue to get stuck. This issue is associated with a corrective and preventive action (CAPA) for the force bipolar instrument. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.